Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The reporter did not know the blood glucose reading. Confirmed that the reservoir was not empty. Advised customer to deliver 5.0 unit insulin via fill cannula and confirmed that insulin did exit the tubing. It was found that the insulin pump was working as designed. Unable to perform high pressure test. Advised customer to change the complete set and discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.